Event description:
It was reported that high rv capture threshold and poor sensing were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead exhibited normal electrical characteristics. Examination and x-ray of the returned lead revealed over-torque to the distal coil at the is-1 connector. After physical deconstructive analysis and ultrasonic cleaning, the helix extended and retracted normally. The helix extension length and exposure after retraction met product specifications.